Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation.

Event description:
Although the patient required monitoring, there was no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the nivolumab dose back flowed into the y-site primary bag of normal saline resulting in the patient receiving the dose at a faster rate than ordered. There was no report of patient harm.

Manufacturer narrative:
Correction on follow-up(1): ( disregard 8100; 8015).